Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery with a proglide device after an interventional procedure, with a 7fr sheath. Reportedly, when the plunger was being removed, a suture break occurred. The lever was lowered and the foot was closed, but the proglide device could not be retracted. The surgeon was called to perform a nick and spread and the device was removed. It was then noted that the suture was found tied to the wire and the device, which is why it could not be retracted. There was a reported delay in the procedure; however, there were no adverse patient effects due to the delay; therefore it was not considered clinically significant. No additional information was provided.

Manufacturer narrative:
H6 - medical device problem code 2017 clarifier: failure to follow steps/instructions the device was returned for evaluation. The reported suture separation was not confirmed due to components not returned. The reported device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Reportedly, the guide wire was left in place during deployment. It should be noted that the electronic perclose proglide instructions for use (IFU), states: remove the guide wire before the exit port crosses the skin line. In this case, it is unknown if the reported IFU violation contributed to the reported suture break; however, likely contributed to the reported entrapment when the sutures of the device became tangled with the guide wire that was left in place. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, link/suture pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.na

Event description:
Additional information: the guide wire was not removed during deployment of the proglide. No additional information was provided.